Manufacturer narrative:
The implanting clinician prescribed antibiotics (name, dosage, frequency, unknown). On (B)(6) 2021, the stimulator was successfully explanted, and no further issues were reported. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact before the implant, and the procedure was completed following the product instructions for use. A review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots swo191024 and swo190414, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found. Design fmea for stimq (B)(4) and hra for stimq (B)(4) was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Stimwave's global infection rate: (B)(4).

Event description:
On (B)(6) 2021, the clinical representative was contacted by the implanting clinician to disclose that the pocket has become infected.